Event description:
During initial assessment of a returned homechoice machine, a baxter technician identified an increased intra-peritoneal volume (iipv) in the logs. The iipv occurred on (B)(6) 2011 at 07:29:57 during cycle 4. The drain volume equaled 3522ml. The fill volume equaled 2200 ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. No failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the iipv identified in the device log was determined to be insufficient drain, due to one or more cycles advancing to the next fill when slow/no flow occurred above the minimum drain volume threshold, and insufficient drain, due to false empty detect and use error, the initial drain alarm setting being inappropriately programmed.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.